Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable, causing the add gel messages. The root cause for the strained cable was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving add gel messages without a prior gel release.